Manufacturer narrative:
Block h2: additional information: block d4 (lot number) and block b5 (describe event or problem) have been updated based on the additional information received on april 9 and 26, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic treatment of internal hemorrhoids procedure performed on (B)(6) 2025. During the procedure, the ligation device could not be deployed normally. Additionally, it was noticed that the inside of the bands was damaged. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 26, 2025 it was clarified that the type of procedure performed was internal hemorrhoid ligation.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a04 captures the reportable event of bands damaged/dafective.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic treatment of internal hemorrhoids procedure performed on (B)(6) 2025. During the procedure, the ligation device could not be deployed normally. Additionally, it was noticed that the inside of the bands was damaged. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.